Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system on-site. During inspection, the representative was unable to recreate the issue. He checked all connections and restored factory defaults on the monitor. The system was found to be fully functional. No parts were replaced. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system monitor was flickering intermittently between a completely black screen and displaying the image. Following the initial occurrence, the reported malfunction could not be replicated. There was no patient present when this issue was identified.